Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and determined the quality controls (qcs) were running low. The cse replaced the sample 3 (s3) and reagent 5 (r5) probes and aligned the s3 probe. There were no water issues, resistivity was 18.2 and the reject rate was 98%. The instrument data could not be retrieved, and syngo was contacted for service. The r5 and s3 probes were aligned. Alignment tests and quality controls were run and were acceptable. The cause of the discordant, falsely low co2 result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s) as the correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.

Manufacturer narrative:
Siemens filed the initial MDR on 04-jan-2019. Additional information (18-jan-2019): siemens further investigated the issue. The sample (s3) and reagent (r5) probes were replaced. The alignment tests and service methods tests were run and passed. Quality controls were run and were within acceptable ranges. The potential cause of the discordant carbon dioxide result was due to a maintenance need on the s3 and r5 probes. The instrument is operating within manufacturing requirements. No further evaluation of the device is required.